Event description:
This report is being filed after the review of a clinical evaluation report (CER) from a related research activity database (DRRA) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: HERNIAMED REGISTRY EXTRACTION ETHICON SecureStrap in elective laparoscopic umbilical hernia repair {10 years Follow-up).Intraoperative complications: Total yes; ETHICON - SecureStrap 5 N %1.2; no; ETHICON - SecureStrap 404 N % 98.8.Bleeding yes; ETHICON - SecureStrap 5 N %1.2; no; ETHICON - SecureStrap 404 N % 98.8.Organ injuries yes; ETHICON - SecureStrap 2 N % 0.5; no; ETHICON - SecureStrap 407 N % 99.5.Vascular yes; ETHICON - SecureStrap 2 N % 0.5; no; ETHICON - SecureStrap 407 N % 99.5.Bowel yes; ETHICON - SecureStrap 0 N %0; no; ETHICON - SecureStrap 409 N % 100.Other yes; ETHICON - SecureStrap 0 N %0; no; ETHICON - SecureStrap 409 N % 100.General complications:Total yes; ETHICON - SecureStrap 9 N %2.2; no; ETHICON - SecureStrap 400 N % 97.8. Fever yes ETHICON - SecureStrap 1 N %0.2; no; ETHICON - SecureStrap 408 N % 99.8. Urinary tract infection yes ETHICON - SecureStrap 0 N % 0; no; ETHICON - SecureStrap 409 N % 100.Diarrhea yes; ETHICON - SecureStrap 0 N %0; no; ETHICON - SecureStrap 409 N % 100. Gastritis yes; ETHICON - SecureStrap 0 N %0; no; ETHICON - SecureStrap 409 N % 100.Thrombosis yes; ETHICON - SecureStrap 0 N %0; no; ETHICON - SecureStrap 409 N % 100. Pulmonary embolism yes; ETHICON - SecureStrap 0 N %0; no; ETHICON - SecureStrap 409 N % 100.Pleural effusion yes; ETHICON - SecureStrap 0 N %0; no; ETHICON - SecureStrap 409 N % 100. Pneumonia yes; ETHICON - SecureStrap 2 N % 0.5; no; ETHICON - SecureStrap 407 N % 99.5. COPD yes; ETHICON - SecureStrap 0 N %0; no; ETHICON - SecureStrap 409 N % 100.Cardiac insufficiency yes; ETHICON - SecureStrap 1 N %0.2; no; ETHICON - SecureStrap 408 N % 99.8. Coronary heart disease yes; ETHICON - SecureStrap 1 N %0.2; no; ETHICON - SecureStrap 408 N % 99.8. Myocardial infarction yes; ETHICON - SecureStrap 0 N %0; no; ETHICON - SecureStrap 409 N % 100. Renal insufficiency yes; ETHICON - SecureStrap 2 N % 0.5; no; ETHICON - SecureStrap 407 N % 99.5. Hypertensive crisis yes; ETHICON - SecureStrap 1 N %0.2; no; ETHICON - SecureStrap 408 N % 99.8. Patient deceased yes; ETHICON - SecureStrap 0 N %0; no; ETHICON - SecureStrap 409 N % 100.Others yes; ETHICON - SecureStrap5 N %1.2; no; ETHICON - SecureStrap 408 N % 99.8. Postoperative complications:Total yes ETHICON - SecureStrap Open 11 N %2.7; no ETHICON - SecureStrap Open 398 N % 97.3.Bleeding yes ETHICON - SecureStrap Open 4 N % 1.0; no ETHICON - SecureStrap 405 N % 99.0.Seroma yes ETHICON - SecureStrap 3 N %0.7; no ETHICON - SecureStrap 406 N % 99.3.Prolonged ileus or obstruction yes ETHICON - SecureStrap1 N % 0.2; no; ETHICON - SecureStrap 408 N % 99.8. Bowel injury / anastomotic insufficiency yes ETHICON - SecureStrap 1 N % 0.2; no; ETHICON - SecureStrap 408 N % 99.8. Wound healing disorder yes ETHICON - SecureStrap 3 N % 0.7; no ETHICON - SecureStrap 406 N % 99.3. Infection yes; ETHICON - SecureStrap 1 N %0.2; no; ETHICON - SecureStrap 408 N % 99.8. Complication-related reoperations yes; ETHICON - SecureStrap 1 N %0.2;no; ETHICON - SecureStrap 408 N % 99.8. Recurrence, pain and complications on 10-year follow-up: Recurrence on 10-year follow-up* yes ETHICON - SecureStrap 36 N %8.8; no ETHICON - SecureStrap 373 N %91.2.Pain on exertion on 10-year follow-up yes ETHICON - SecureStrap 13 N %3.2; no ETHICON - SecureStrap396N %96.8Pain at rest on 10-year follow-up yes ETHICON - SecureStrap 5 N %1.2; no; ETHICON - SecureStrap 404 N %98.8.Pain requiring treatment on 10-year follow-up yes ETHICON - SecureStrap 4 N %1.0; no; ETHICON - SecureStrap 405 N %99.0.Trocar hernia on 10-year follow-up yes; ETHICON - SecureStrap 0 N %0; no; ETHICON - SecureStrap 409 N %100.Secondary hemorrhage on 10-year follow-up yes; ETHICON - SecureStrap 2 N % 0.5; no; ETHICON - SecureStrap 407 N %99.5.Seroma on 10-year follow-up yes ETHICON - SecureStrap 4 N %1.0; no; ETHICON - SecureStrap 405 N %99.0.Infection on 10-year follow-up yes; ETHICON - SecureStrap 2 N % 0.5; no ETHICON - SecureStrap 407 N %99.5.

Manufacturer narrative:
PRODUCT COMPLAINT # (b)(4).This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Ethicon Inc, or its employees that the report constitutes an admission that the product, Ethicon Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.This report is related to a clinical evaluation report; therefore, no product will be returned for analysis, and the batch history records cannot be reviewed as the lot number has not been provided.D4: UDI: As the catalog/model number was not provided, the (01)GTIN is not available.The single complaint was reported with multiple events. There are no additional details regarding the additional events.